Event description:
The patient was implanted with a left ventricular assist device. The patient underwent a pump exchange on (B)(6) 2014 due to a driveline infection. It was reported that the patient experienced a stroke two days post pump exchange. Approximately two months later, support was withdrawn and the patient expired on (B)(6) 2014. The device was operating within normal limits. No hemolysis or suspected thrombus was reported. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
Approximate age of device: 2 mo. The referenced pump exchange was reported under medwatch MFR# 2916596-2014-00434. The device was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Corrected information: a correlation between the lvad and the reported stroke could not be conclusively determined as the pump was not returned for evaluation; however, stroke is listed in the heartmate ii instructions for use as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that there was a correction to event details: according to the vad coordinator, the patient had a stroke on (B)(6) 2014, three days post pump exchange.